Manufacturer narrative:
Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: (B)(6) , ubd: 26-mar-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient became unstable prior to valve insertion. Resuscitation was started. The valve was inserted and deployed to 80%. The valve was x-ray checked and the decision was made to release the valve. Upon full release, the valve dislodged aortically above the previously surgical valve (manufacturer unknown). The dislodged valve was repositioned to the ascending aorta. Resuscitation efforts continued, including multiple medications and shock deliveries for several hours. Physicians elected to terminate resuscitation attempts and the patient died.

Manufacturer narrative:
Updated data: b5 - event description concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: brand name: confida; product ID: gwbc30; serial/lot #: unknown; product type: guidewire brand name: edwards magna; product ID: unknown; serial/lot #: unknown; product type: surgical aortic valve h6 - patient codes additional codes - imf health impact code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the transcatheter bioprosthetic valve, the valve was implanted within a previous non-medtronic surgical valve (edwards magna). A pre-implant balloon aortic valvuloplasty (bav) was performed with a 10 millimeter (mm) balloon. The patient was unstable prior to valve insertion due to a cardiac arrest. The deployment starting point was at the bottom of the pigtail. A safari guidewire was used. Prior to the valve dislodgement, the implant depth was 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). After the valve dislodged, the implant depth was 5 mm on the ncc and 0 the lcc. It was noted that the ncc side was out and the lcc was at the base of the surgical aortic valve frame. Of note, the patient had high gradients of 100 millimeters of mercury (mmhg) and tight bioprosthetic leaflets which contributed to the valve dislodgment. Per the physician, the cause of death was ventricular fibrillation secondary to critical aortic stenosis and the valve did not cause or contribute to the death.

Event description:
Additional information was received from the patient¿s representative that calcification of the previously implanted surgical valve was reported as ¿bad¿. Per the physician, the total time of the surgery was 3-4 hours.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.